Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: h6 (type of investigation). Remove code 10 (testing of actual/suspected device) was inadvertently added in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii video system center light goes dim and dark. The issue was found during a diagnostic upper gi procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm. Related patient identifiers: (B)(6).